Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and was told the robot completely died and would not turn back on. Fse informed customer that he had parts ordered, and that he would be on site later in the evening to replace the system power manager (spm). After replacing the spm, the battery began to charge. The fse noted that power supply 1 was not outputting 48v and power supply 2 was outputting 48v, however the fans were not operating. Fse replaced the two power supplies. The system was tested and verified as ready for use. The spm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. The two power supply switcher have been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing on the first power supply switcher. Upon visual inspection, no issues were found that could be associated with the complaint. The unit was installed in a golden system, where the fan on the power supply did not spin and the error 417 was triggered. The spm status was checked and indicated that no power was produced from the power supply, successfully replicating the complaint. Based on these findings, the failure analysis team concluded that the fan on the power supply is the root cause of the reported event. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing on the second power supply switcher. Upon visual inspection, no issues were found that could be associated with the complaint. The unit was installed in a golden system and underwent 10 power cycles, during which error code 417 was triggered. The spm status was checked, and it was found that the current of the power supply was too low compared to the golden unit, successfully replicating the complaint. Based on these findings, the failure analysis team concluded that the power supply was the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, battery errors occurred. The customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) after the procedure. The customer stated that the patient side cart (psc) had shut down on its own after the case. Battery indicator showed a single half red/half green flashing led indicator indicating the backup battery was less than ten percent charged. The psc was being connected to ac power. The tse confirmed error 824 indicating low battery in the logs. The tse advised the customer to leave psc power cable plugged into a working power outlet to allow the backup battery to recharge. The procedure was completing as planned with no reported injury. Isi followed up with the robotic coordinator and obtained the following additional information: robotic portion of the case was completed at the time of the power loss. The robot was backed away from the patient and powered down at that time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the system power manager (spm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Visual inspection of the spm, no visible damage was observed on exterior, and ports of the unit related to the reported issue. The spm was installed in the known good system where it programmed successfully and functioned normally. The spm was programmed successfully. The known good system was disconnected from the ac power cord to test if the spm would recharge. The component functioned as expected when ac power was reconnected. The system sat idle for 30 mins and functioned as expected. The system was set to run 10 power cycles. Once testing was completed, the system error logs were inspected but no errors related to the reported event could be identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The root cause is attributed to an electrical issue with the two power supplies.

Event description:
Refer to h11 for follow-up information.